Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400; 17845-5a-aw rev b (B)(6) 2017. Checking your blood glucose chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell as low as 13mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Subsequently, 9-1-1 was called and patient was taken to the emergency room, where they were eventually hospitalized for a period of 2 days. No official diagnosis was made, however, patient advised they had "very low bg levels." Treatment included administration of "a lot of" glucose tablets and intubation. As a result of the event, patient's personal diabetes manager was adjusted to reduce the basal program by 1/2. It should be noted that the last bolus delivered was a correction dosage of 0.85 units. Additionally, patient had reported event occurring shortly after returning from a cruise.